Event description:
On (B)(6) 2011, the patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient also reported that she woke up that morning with a blood glucose (bg) level of "509 mg/dl" and symptoms of tiredness and nausea. The night before the event, the patient claimed that she had changed out the site/set and had a bg level of "143 mg/dl." The patient reportedly consumed a snack and took a bolus that night at 10:30 pm. She did not check her bg overnight. She denied having any redness, soreness, or leakage. No alarms were noted during the night. The bolus history was reportedly correct. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to button presses and she developed an elevated bg level and symptoms that meet animas' criteria for a serious injury. However, at this time it is unclear if the alleged keypad issue contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed data from the date of the alleged event had been overwritten due to continued patient use. On investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons responded normally and had normal spring back. The keypad cover was removed for investigation and did not reveal any evidence of contamination or defect. The audio bolus button was noted to be partially detached from the pump. A damaged audio bolus button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged audio bolus button should be clearly visible and warns the patient to discontinue using the pump. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was opened for investigation and there was no damage or moisture ingress inside the pump.